Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2019-mar-11 reporting that the cause of the lead migration was unknown. The hcp wondered if the patient fell. The leads were destroyed and discarded during explant process. The patient liked their pain relief and was willing to charge. They were wondering if they were charging more. No further complications were reported/anticipated.

Manufacturer narrative:
:Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the account did not mention the patient's weight at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2018, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep had a case yesterday for a replacement of the leads that had migrated and stopped providing effective therapy. It was stated that they replaced the leads with a paddle lead. The rep stated that following the procedure the patient was doing well with stimulation and they were getting therapy. The caller stated that they were programmed yesterday and were ¿doing great¿. It was reported that the event occurred two years ago in 2017. It was rep also noted while at the case that the patient complained about recharging. When asked for clarification about what the complaint was the caller stated that they ¿didn¿t like recharging as much as pain relief¿. The rep stated that they checked the information and noted that the charging durations for the patient were normal. The information that the caller provided was four to five hours for a recharging session. It was asked but was unknown when this began, but was noted that it was 10 days prior to the case of the lead revision. The rep stated that regarding the patient¿s weight, they would decline to answer this question. No further complications were reported/anticipated.